Event description:
Customer experienced glucose imprecision for two or three pt samples. Upon repeating the samples, a 70-80 mg per dl difference was observed. No specific results were provided. Customer suspected imprecision on other assays (urea, alt, creatinine and calcium) but no discrepancies were found. No info was provided to determine if any adverse events occurred.

Manufacturer narrative:
The lamp, cuvettes, nozzle tips, seals have been replaced and the instrument has been decontaminated. The sample and reagent probes and the stirrers have been replaced. As a result, the instrument precision improved. If additional info is received, appropriate notification will be received.